Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump kept alarming with no delivery. The pump would normally alarm during bolus deliveries. The patient's blood glucose has been up to 402 mg/dl, which he treated with a manual insulin injection. The customer received a loaner pump but that has not resolved the no delivery issue. The priming process would also trigger the alarm. The customer also reported physical pain at his insertion site. It was discovered that the customer was using expired supplies. The customer currently had a functioning infusion set with no issues. The insulin pump was not returned or replaced.